Manufacturer narrative:
This report is filed 31 jul 2015.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2015 and the patient was reimplanted with another device during the same procedure.

Manufacturer narrative:
(B)(4). Device not available for analysis.